Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient, the device failed to discharge. Complainant indicated that the clinician attempted to reconnect the electrode pads and then obtained another set of pads to continue treating the patient. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.